Event description:
Event description cpi received information that during a routine follow-up this implantable pulse generator (ipg) displayed the elective replacement time (ert) indicator. The indicator was cleared and the magnet response rate was 100ppm, battery status good with a battery voltage of 2.71v. Calculated longevity at the given parameters is 5.1 years.